Event description:
It was reported that during an atrial flutter ablation procedure, charring occurred. The target lesion was located in the right atrium. The physician commented that during ablation with an intellatip mifi¿ xp catheter there was more char than normal on the tip of the catheter. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that during an atrial flutter ablation procedure, charring occurred. The target lesion was located in the right atrium. The physician commented that during ablation with an intellatip mifi¿ xp catheter there was more char than normal on the tip of the catheter. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - examination revealed no visual defects. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. Electrical test was performed and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).